Event description:
During gastric bypass surgery, the device would not turn on and grab tissue. Attempted to reset device by unplugging and replug and use, however device did not work. Taken off the unit and a new one was used with no issues. No patient harm.